Event description:
It was reported that the device could not be operated and the patient was not ventilated anymore. No injury reported.

Manufacturer narrative:
The infinity workstation cc consists of the ventilation unit v500 and the displaying unit c500. In case of a loss of function of the cockpit infinity c500, the ventilation is continued with the last settings. Safety-relevant parameters such as fio2, minute volumes or airway pressure are shown in the additional yellow/green oled display in which the user can see the continued ventilation. The results of the on-site examination and the logbook were analyzed. Other than initially assumed, a stop of ventilation could not be confirmed. The logbook shows that the infinity workstation cc was in standby-mode on the day of the reported event. It is assumed that due to an error occurring during standby, the device could not be shut down properly and was therefore switched off by the rocker switch. Consequently, the c500 performed a warm start at the next system start. The alarm message "cockpit restarted" was displayed. The service engineer on site could found a non-functional on/off process at the cockpit. With the replacement of the mainboard m14.5, variant c500 the problem was solved. The ventilation is not affected in such a case. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported that the device could not be operated and the patient was not ventilated anymore. No injury reported.